Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
This report is being filed upon notification from our x-ray manufacturer in (B) (4) to submit this event. Problem: the pt was having an x-ray procedure. Two times during this interventional case, the fluoro stopped spontaneously at a critical phase. The system had to be rebooted to be operational. The pt was not injured.